Event description:
It was reported that reservoir volumes were ¿off¿ at refill. The critical empty reservoir alarm was sounding and was confirmed through telemetry. The healthcare professional (hcp) pulled 19.5 ml from the pump reservoir on the back table in the operating room. The pump was alarming because of no drug in the reservoir, but more drug was aspirated than the 8840 (clinician programmer) said was in the pump. A programming error was reported. The catheter had a kink and occlusion at the location of the anchor. There was no csf flow (cerebrospinal fluid) until the catheter was cut near the anchor. The pump and catheter were completely explanted and replaced. The products were returned for analysis. The return paperwork indicated that the device was removed due to battery depletion because ¿eri (elective replacement indicator) was at 5 months.¿ the interrogation report was sent with the returned pump. Per the report, the last change prior to interrogation at the time of explant was a pump refill that occurred on (B)(6) 2014. A low reservoir alarm occurred on (B)(6) 2015 and an empty reservoir alarm occurred on (B)(6) 2015. The pump was used to infuse baclofen (unknown). No outcome was reported. Follow up was being conducted to obtain further information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the catheter 8709 found no significant anomaly. The catheter body was deformed in shape and/or abrasion but it did not affect infusion. Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n152391, implanted: (B)(6) 2009, product type accessory; product ID 8596, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.